Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Balance chamber pressure alarms occurred during two routine hemodialysis treatments. The operator did not perform rinseback resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed. The disposable cartridge was not available for evaluation. The exact cause of the alarms cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional review of the alarm and probable causes with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.